Event description:
During a cataract extraction the "chopper" instrument tip broke off in pt's eye. Dr did visual inspection, removed the "tip" that had broken off. The eye was x-rayed for any retained material. X-ray shared no retained material in eye. Purchased prior to icon, USA - 1990.